Event description:
Clinical study: same case as 6000089-2006-00558, 6000089-2006-00560. It was reported that 3 days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 2.8mm, 14mm long, 75% stenosed portion of the mid left anterior artery (mid lad). The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x16mm and 2.75 x 8 mm drug eluting stent with an unknown overlap. Lesion 2 was a 2.8mm, 22mm long, 70% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x24mm drug eluting stent in the target lesion. Lesion 3 was a 2mm, 10mm long, 80% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with direct stent placement of a taxus liberte' 2.25x12mm drug eluting stent in the target lesion. There were no complictions. 3 days later before discharge the patient experienced a st in the lad and required a tvr. The physician successfully placed a guidant zeta bare metal stent in the lad. There was no restenosis of the taxus liberte' stents.